Manufacturer narrative:
Section a4: weight: unknown/ requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had refractive lens exchange (rle) in right eye. The directions for use were followed. Patient presented post op with poor tolerance of the multifocal lens and it was identified that patient was under-corrected. No unplanned incision enlargement, vitrectomy, or sutures were required. There was no delay in the procedure and no medication outside of standard care. The patient¿s status is temporarily impaired. Patient preoperatively best corrected visual acuity (bcva) for both eyes: 20/20 refraction : -0.25 -1.50 × 70 post-operatively: 20/40 bcva the replacement lenses were johnson & johnson lens: zcu150 +19.0 the intended target refraction was plano.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 9, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected; no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dxw150 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.